Event description:
A caller reported experiencing occlusion alarms, which were confirmed to be recurring. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin delivery.